Event description:
It was reported that the on button would not always work when pushed. There was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to the main control keypad assembly. After replacing the main control keypad assembly, proper operation was confirmed and the device was returned to the customer.